Event description:
Rptr had silicone implants put in in 1985. She was "sick" the whole time she had them and had them removed in 1987, under protest of her plastic surgeon who told her "no way could implants cause problems." She now has sjogren's and silicone lupus; she has been disabled for the past 6 years. She has gained 50 pounds, cannot exercise and has severe high blood pressure as a result.